Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). The initial MDR was filed under the incorrect manufacturer report number 9710602-2022-00217 on time on (B)(6) 2022. This initial MDR is being submitted to correct the manufacture report number. A follow-up #1 correction MDR will be filed under 9710602-2022-00217 to note the error. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.